Event description:
The pt reported feeling stimulation at the implant site. An advanced bionics rep performed device eval. The issue was not confirmed. The surgeon has given the pt an option to replace the implant with a new advanced bionics spinal cord stimulator.